Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) went through a security screener and was "jolted". Pt stated she was not sure if it was a metal detector or the x-ray screener that she got a jolt from.